Event description:
It was reported that the customer was in a solo car accident while her blood glucose was 577 mg/dl. Customer stated she ignored a high predicted alert when her insulin pump vibrated. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.